Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead's helix could not be retracted when tested prior to implant. The lead was not used.